Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported there was no troubleshooting done in regard to the implantable neurostimulator (ins) not working. The patient stated the cause of the ins not working was not determined. The patient stated there was no actions or interventions taken to resolve the ins not working and they were not able to obtain a patient programmer from the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported when the patient first got the ins, it worked for about 4 days then stopped. It was noted that the patient had a super absorbent diaper that was held in place by another one. In the beginning the patient got up only once at night and urinated into a container they kept next to their bed, but that it was not working anymore. It was reported that the ins was useless and never worked. It was noted the patient had to press beside their testicles to complete urination. The patient¿s healthcare provider (hcp) told the patient the ins was charging and the patient felt a tingle, but it never worked. The hcp gave the patient medication to take; however, it was reported that the medication did not work either and the patient stopped taking it. It was suggested that the patient try to use their patient programmer to check to ensure stimulation was on; however, the patient reported they were never given a programmer. It was suggested that the patient follow-up with their primary care hcp to resolve their symptoms and to obtain a patient programmer. It was noted the patient would call their hcp to schedule an appointment.

Manufacturer narrative:
Updated patient weight .if information is provided in the future, a supplemental report will be issued.